Event description:
It was reported that the ilet bionic pancreas temporarily stopped displaying dexcom g7 continuous glucose monitor (cgm) glucose readings due to intermittent communication, after which readings returned; troubleshooting and education were provided regarding reconnecting when no sensor alert is present. The user experienced a glucose peak of 249mg/dl with no clinical signs, symptoms, or conditions otherwise reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem involving intermittent communication failure, with involvement of the electrical and magnetic components, specifically the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.